Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega needle driver instrument to perform failure analysis. The instrument was analyzed and the crimp on wrist control cable was found to be dislodged. As a result, the cables appeared to be broken but they were not. The cable crimp was captured inside the welded grip. The probable root cause of a dislodged cable crimp is attributed to component failure.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.